Manufacturer narrative:
The service code documented in this case, 4203, is a code indicating the AED pads are past their labeled expiration date. Neither the lot code nor the expiration date of the pads associated with the event were provided and neither were the log files from the AED. Without the pad lot code, pad expiration date or data logs, it is not possible to confirm the expiration date of the pads in use during the event. Based on the limited information provided, it appears that expired pads were used during the reported event and although no adverse event information nor product problems were reported, this MDR is being filed for a lack of maintenance, specifically maintenance of the AED's pads.

Event description:
An international distributor reported an event where the AED announced service code 4203 during patient use. No additional event or patient information was provided. Although requested, the log files from the AED were not provided.